Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. Non-sustained right ventricular oversensing episodes were noted. Upon review, it was noted that the episodes were triggered by noise artifact on the v sense amp channel. Programming changes were not recommended due to the high amplitude of the artifact. No intervention was performed. The patient will continue to be monitored.